Manufacturer narrative:
(B)(4). Date sent: 7/25/2024. D4 batch #: v95e48. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: the device was received with no apparent damage. It was connected to a generator, when activated with a test instrument it resulted in a "replace handpiece" alert screen displayed by the generator. The instrument was disassembled to perform an internal electrical test that revealed a power open circuit condition at the mid housing level, affecting the functionality of the handpiece. In addition, the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be drawn. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to what caused this issue.

Event description:
It was reported that during an unknown procedure the ¿replace handpiece¿ alert screen was displayed by the generator. Changed to another one to complete surgery. There was no patient consequence reported.